Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 29oct2018. Philip's field service engineer (fse) confirmed that the display was dark but the unit was turned on. The fse noted that all the connections were good but there was no display. The fse replaced the user interface assembly to address the reported problem. All tests passed. The device was ready for clinical use.

Event description:
The customer reported that the display was blank but the unit would turn on. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 17jan2019, date rec¿d by MFR : 12jan2019. The user interface assembly was returned to philips for analysis. Testing revealed that the root cause of the issue was due to a burnt out cold cathode fluorescent lamp (ccfl) backlight; which caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.